Event description:
It was reported an issue with novosyn quick suture. The client reported wound infection 10 days after a total abdominal hysterectomy. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there is a previous complaint related to this code-batch; however, the other issue, was closed as not confirmed. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have not received any sample for analysis. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. Infection is a known side effect already informed in the instructions for use of the product: the following side effects may be associated with the use of this product: transient inflammatory, foreign body reaction, transient local irritation, granulation, stitch sinus, infection at the wound site or impaired aesthetic outcomes. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.